Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.